Event description:
It was reported that the device was in backup during an in-clinic follow-up. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.